Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that bridging, bending and step down in 1st obtuse marginal (om) branch occurred. In (B)(6) 2013, the patient presented with chest tightness associated with shortness of breath and headache. The subject was diagnosed with unstable angina and was hospitalized on the same day. The patient was taking aspirin and clopidogrel and the study drug was last taken in (B)(6) 2012. Two days after admission, coronary angiography revealed an area of 90% in-stent restenosis of a previously implanted unspecified stent in the non-target vessel 1st om. It was treated with balloon angioplasty and placement of a 2.25 x 20 mm promus element stent. Final angiogram showed 0% residual stenosis, however, there was bridging and bending noted in the 1st om along with step down distal to the 2.25 x 20 mm promus element stent. These were treated with intracoronary nitroglycerin which confirmed excellent results. The following day, the event was considered resolved without residual effects and the patient was discharged on aspirin and plavix.